Manufacturer narrative:
Please note the corrections made to the h6 device code, results code, and conclusion code: the reported event was confirmed based on available medical record and health care expert¿s opinion the device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. Upon further investigation of the CT scans by healthcare professionals the following was observed- ¿there are areas of radiolucency and cyst formation at the tibial tray-bone interface that are signs of loosening of the implant. The talar component looks well-fixed.¿ based on investigation, the root cause was attributed to a patient related issue. The failure was caused by cyst formation at the tibial if device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
There is an upcoming prophecy case. The ankle/hindfoot is in varus including several degrees at the tibial component. The patient developed a medial malleolar stress reaction and continues to have pain predominantly at the medial ankle. The surgeon plans to revise the tibial component to an inbone stemmed component and, therefore, intend to revise the talus as well - using an inbone or invision revision talus.

Event description:
There is an upcoming prophecy case. The ankle/hindfoot is in varus including several degrees at the tibial component. The patient developed a medial malleolar stress reaction and continues to have pain predominantly at the medial ankle. The surgeon plans to revise the tibial component to an inbone stemmed component and, therefore, intend to revise the talus as well - using an inbone or invision revision talus.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. Device disposition is unknown.